Event description:
It was reported that during treatment with a prismaflex m150 set c, an external blood leak was observed in the access line near the pod. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added: h10: the actual device was not available; however, photographs were provided for evaluation. Visual inspection did not observed the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.